Event description:
Additional information reported that a surgical revision of the lead occurred on (B)(6)-2012. The event resolved without sequelae.

Event description:
Additional information received reported that there were still increased or high impedances on electrode 8. The patient was also experiencing battery depletion. The patient was going to be scheduled for a battery replacement surgery. It was noted that electrode 8 had been "reactivated" on (B)(6) 2012, during deep brain stimulation (dbs) replacement. No further information was provided.

Event description:
It was reported that the impedance measurement test, performed on (B)(6) 2011, revealed high values on electrode 8. It was noted that this event was possibly related to the device or therapy. It was further noted that no intervention was performed. The patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v080811, product type: lead. Product ID: 3389s-40, lot# v080811, implanted: 2008, product type: lead. (B)(4).